Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood in/on the helix mechanism, the lead was stretched, and the lead was damaged at implant.

Event description:
It was reported that during the implant attempt, due to patient's anatomy, the lead could not be placed. The lead was removed and no other lead was implanted. No patient complications were reported as a result of this event.